Event description:
It was reported to gems that a technician injured technician's back while using an amx 4. The technician was unaware that the unit was not fully functional. Technician was moving the unit and when the unit stopped, it jerked and technician lunged into it. The technician was prescribed therapy and placed on disability. The "fe" was servicing the equipment and was waiting for a new part but did not remove the unit from operation at that time. There was no indication on the unit identifying that the unit was not fully functional. The system has now been repaired and returned to service.